Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Without any additional information available, a conclusive cause for the noted detached and kinked hypotube could not be determined. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the noted difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. Review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that there was a incident of product failure during use of the 2.75 x 12 xience prime stent delivery system. No additional information was provided. Device analysis revealed a separated hypotube.